Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine 7.5 mg/ml at a dose of 1.5 mg/day, via an implantable infusion pump. The drug lot number and concomitant medication list were noted as unable to obtain. The indication for use was not noted and the patient medical history was noted as none. The report title was noted as "pump pollutant". While the clinician was reporting an event regarding a suspected contaminated pump reservoir, the clinician recalled another pump patient that had similar symptoms, after a pump replacement. A pump for this patient was implanted on (B)(6) 2015. The patient experienced drowsiness and fever, post pump implant. The doctor believed there were pollutants in the pump. The dose was reduced from 1.5 mg/day to 0.5 mg/day. The pump system was reportedly explanted; however the explant date was unobtainable. The issue was reportedly resolved. The patient status at the time of the report was ¿alive ¿ no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.